Event description:
Literature was reviewed regarding la-to-lv valved conduit for relief of mitral stenosis in patients with hcm and severe mac. The study population included 6 patients with a mean age of 63 years who were predominantly female. Multiple manufacturer¿s devices were implanted in the study population; 5 patients were implanted with a medtronic hancock ii mitral bioprosthesis. Among all hancock ii mitral bioprosthesis patients, adverse events included: atrial fibrillation with rapid ventricular response (rvr), amiodarone administration, pacemaker implant, defibrillator implant, thrombus formation, transcatheter mitral valve replacement (tmvr), anemia requiring blood transfusion, acute kidney injury, pleural effusion and pericardiocentesis. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: qamar et al.. La-to-lv valved conduit for relief of mitral stenosis in patients with hcm and severe mac. Jacc case reports 29(15) 2024. 10.1016/j.jaccas.2024.102409 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.